Manufacturer narrative:
This complaint is confirmed gross and microscopic examination shows the tyvek lid stock has been compromised. The lid stock has been inadvertently cut by a knife or some other sharp implement during the handling of the tray. All bas products must meet stringent sterility and pyrogenicity testing requirements before they are released to distribution. The manufacturer maintains a validated sterilization cycle that ensures this product was sterile and non-pyrogenic upon customer receipt, so long as the integrity of the manufacturer's sterile seal has not been compromised. The cause of the slit in the lid stock is undetermined, since the point of damage where the incident occurred is undeterminable. A lot history review (lhr) of rewb0542 showed one other similar product complaint(s) from this lot number.

Event description:
When opened kit was sliced open on a package inside.